Event description:
It was reported that the patient's heart rate had decreased and the patient had experienced dizziness. The patient was evaluated in the emergency department where the ventricular epicardial leads were determined to have had a loss of capture due to a rise in thresholds. The leads were reprogrammed to unipolar configuration and remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.